Event description:
It was reported the pt experienced a surging sensation/overstimulation. The pt noticed a change in stimulation about three months which only occurred in the afternoon while standing or walking. The pt was seen by the physician at the clinic. Impedance measurements were normal. The following recommendations were made: measuring impedances while the pt was standing/walking or hands above head; turning off the stimulator in the afternoon to confirm whether or not the pt experienced the surge event with stimulation off; taking x-rays of the stimulator/extension area and the lead/extension area. The pt outcome was reported as "no injury".